Event description:
It was reported that patient presented to emergency room after experiencing syncope and arrhythmia. Upon interrogation it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver appropriate therapy during ventricular fibrillation episodes. The patient was hospitalized. The patient's status was unknown.

Event description:
New information received noted that the device was explanted and replaced. The patient was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited sensing issue.

Manufacturer narrative:
Correction: g3 of previous report should have been (B)(6) 2022.